Event description:
(B)(4). My device was provided by (B)(6). I also have celiac disease and a previous c-section, both implanting doctor was aware of. I have chronic abdominal pain and pelvic pain, extreme fatigue, anemia, heavy and long lasting periods.